Event description:
Was doing procedure as thoracoscopy. Staples fired incorrectly (staples did not close) and bronchus was open as a result. Had to convert to thoracotomy to close bronchus. Stapler reload was endo gia 60-4.8 roticulator fired from a universal gun (stapler) which worked fine on all other loads. This stapler cartridge staples didn't close, but gun did cut bronchus as it was supposed to; leaving bronchus unstapled and open.